Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device analysis will be submitted as a follow up report.

Event description:
It was reported that the patient is not able to hear anything. His audio processor amade is working well. The gain is at maximum. The fmt is over the round window. The patient cannot hear at 1 khz when the fmt was stimulated at 100 db.